Manufacturer narrative:
The event device has been returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: right thoracoscopy. Event description: it was reported that the trocar was inserted and suction irrigation was in use when approximately 2 inches of the tip of the cannula fell down into the patient. The piece of the cannula was retrieved and no adverse impact occurred for the patient. The device was replaced and the case was completed with no further incident. Type of intervention: the piece of the cannula was retrieved. Patient status: no adverse impact on patient.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of a fractured cannula. Based on the condition of the returned unit, it is likely that the reported event was caused by uneven cannula wall thickness, which occurred during the injection molding process of the cannula. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical has implemented process enhancements intended to further minimize the potential for this type of incident to occur.